Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-july-2018 with the following findings: there was visible moisture and corrosion in the battery compartment. The battery compartment was confirmed to be cracked above the grip pad. Moisture was found on the pump circuit board and motor assembly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with this complaint.